Event description:
It was reported that the spinal cord stimulation (SCS) patient experienced difficulty charging the implantable pulse generator (IPG). Charging reeducation had been attempted but the issue persisted. The patient underwent an IPG replacement procedure to address the charging concerns. The explanted device was discarded by operating room staff and was not returned for analysis. The patient is reported to be stable postoperatively.

Manufacturer narrative:
Block D.2b: Additional applicable Product Codes: QRB.